Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1287026. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii IV catheter fluid leakage occurs on the tube wall. The following information was provided by the initial reporter translated from chinese: on a(B)(6) 2023, the patient came to the hospital for multiple cerebral infarctions. When using a closed venous indwelling needle, fluid leakage occurs on the tube wall. Immediately stop using it and replace it with other batches of products, and the patient can be treated normally.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii IV catheter fluid leakage occurs on the tube wall. The following information was provided by the initial reporter translated from chinese: on (B)(6) 2023, the patient came to the hospital for multiple cerebral infarctions. When using a closed venous indwelling needle, fluid leakage occurs on the tube wall. Immediately stop using it and replace it with other batches of products, and the patient can be treated normally.